Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material and image issue could not be determined. It was possible that water remained in the pipeline for a long period of time by using distilled water instead of detergent and bacteria propagated. As a result, foreign material remained in the pipeline. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use they experienced no power. The customer was contacted, and the following information obtained: the customer reprocessed the device using distilled water and not the olympus-designated detergent. This is an incorrect reprocessing method. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign material in the detergent pipeline. This report is being submitted for the problem found during the investigation and device evaluation (incorrect reprocessing method and the foreign material).

Manufacturer narrative:
During inspection and testing the following was also found: the customer¿s complaint (no power) was confirmed, the sub panel light was not working. In addition, the top cover and gas filter are not functioning. The main board is carbonized. The e23 error occurred, and the error was cleared. Per the device manual: "inspecting the remaining quantity of detergent, and preparation. Warning: always use the olympus-designated detergent. If a non designated detergent is used, the endoscope may not be properly cleaned or the predetermined sterilization effect may not be achieved." The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.